Event description:
Additional information was provided on 18sep2023. After placing the zenith flex aaa endovascular graft bifurcated main body (tffb-26-96-zt) and the contralateral zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-90-zt, lot 15554354) the physician attempted to dock the top cap of the zenith flex aaa endovascular graft bifurcated main body (tffb-26-96-zt). However, the physician caught an apex of the bare supra renal stent between the dilator and the sheath of the delivery system while attempting to dock the top cap. The physician was unaware of the stent being caught and was unsuccessful in his attempt to remove the delivery system. The physician then attempted to advance the delivery system. The zenith flex aaa endovascular graft bifurcated main body (tffb-26-96-zt) migrated upward and caused occlusion of the renal arteries. The contralateral zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-90-zt) separated from the main body graft. The physician had to convert the patient to an open repair. A portion of the main body graft remained in the patient during the open repair.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b1, b3, d5, h6 (annex e), h6 (annex a), h6 (annex g), this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: the contact person is unknown at the facility ((B)(6) hospital, france). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient had a cook zenith flex aaa endovascular graft bifurcated main body implanted on an unknown date. On (B)(6) 2023 cook was notified that the patient suffered an injury. The cook cook zenith flex aaa endovascular graft bifurcated main body was explanted and the patient then underwent open surgical repair. The device was destroyed after it was explanted. The patient survived the repair. Additional information regarding the event has been requested but is currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital informed cook on 07sep2023 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-26-96-zt, lot:1543755). On (B)(6) 2023, the 78-year-old male patient was having an evar (endovascular aneurysm repair) procedure completed. After placing the tffb-26-96-zt and the contralateral zsle, the physician was unsuccessful in recapturing the top cap. According to the site, the top cap caught an apex of the suprarenal stent. Once the stent was caught the physician did not see that it was caught and tried to withdraw the delivery system with no success. The delivery system was then advanced as a troubleshooting measure. The result was the migration of the graft, renal artery occlusion, and separation of the main body graft from the contralateral zsle. Open surgery repair was required. A portion of the main body graft remained in the patient during the open repair. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, pre-implant cta and angiography imaging was provided for expert image review. The reviewer was unable to confirm the event, as intraoperative imaging was not provided. The provided planning 3d reconstructions demonstrate anatomy that subjectively was well within the IFU. Suprarenal stent apex entrapment in the top cap and subsequent main body displacement could have only occurred through deviations from IFU recommendations and insufficient main body stabilization. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspection activities in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 15453755 found no relevant nonconformances that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot. Cook was able to review product labeling. The product IFU, t_zaaaf_rev 4 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: device description: aortic main body and iliac leg components: the modules are fully stented to provide stability and the expansile force necessary to open the lumen of the graft during deployment. Additionally, the cook-z stents provide the necessary attachment and seal of the graft to the vessel wall. The bare suprarenal stent at the proximal end of the graft contains barbs that are placed at 3 mm increments for additional fixation of the device. To facilitate fluoroscopic visualization of the stent graft, gold radiopaque markers are positioned as follows: one on the lateral aspect of the most distal stent on the contralateral limb of the bifurcated section of the main body and four in a circumferential orientation within 2 mm of the most superior aspect of the graft material. Warnings and precautions: general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Patient selection, treatment and follow-up: the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. Device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Implant procedure: appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Patient selection and treatment: individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: patient's anatomical suitability for endovascular repair; non-aneurysmal infrarenal. Aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. Patient counseling information: patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. Device sizing guidelines: the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. Directions for use: anatomical requirements: proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants: verify from pre-implant planning that the correct device has been selected. Determinants include: femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). Angulation of aortic neck, aneurysm, and iliac arteries. Quality of the aortic neck. Diameters of infrarenal aortic neck and distal iliac arteries. Distance from renal arteries to the aortic bifurcation. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. Consider the degree of vascular calcification. Final angiogram: position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires, and catheters. Ultrasound: ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis. Included on the videotape should be the following information as outlined below: transverse and longitudinal imaging should be obtained from the level of the proximal aorta demonstrating mesenteric and renal arteries to the iliac bifurcations to determine if endoleaks are present utilizing color flow and color power angiography (if accessible). Spectral analysis confirmation should be performed for any suspected endoleaks. Transverse and longitudinal imaging of the maximum aneurysm should be obtained. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging provided, and the results of our investigation, a definitive cause for the failure could not be established. The image review was unable to confirm the failure of suprarenal stent apex entrapment in the top cap as imaging of the event was not provided. The image review noted the 3d reconstructions demonstrate that suprarenal to aortic neck angulation and overall anatomy were subjectively well within the IFU. The reviewer speculated insufficient main body stabilization could have contributed to this failure. However, with imaging of the event not being provided this could not be confirmed. The migration of the graft, renal artery occlusion, and separation of the main body graft from the contralateral zsle were all cascading events as a result of the suprarenal stent apex entrapment in the top cap. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.